Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart alarm. The customer was not able to clear the alarm because none of the buttons would respond. The customer's blood glucose level was unknown. Time would advance. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act, escape and b buttons due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to button keypad anomaly. The insulin pump had minor scratched display window, cracked battery tube threads, broken off reservoir tube lip, cracked reservoir tube and address serial number label peeling.